Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the bearing shows indentation on the locking feature. The locking ring shows a bend towards the inside of the tray. When the ring was removed one end of the ring has been bent, likely due to attempted assembly. Dimensional analysis of the ring was performed and was found to be conforming to print specifications where measured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign- event occured in (B)(6). Concomitant medical products: item#: xl-115363; arcom xl 44-36 std hmrl brng ring; lot# 640050. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04791.

Event description:
It was reported that during surgery, it was difficult to fully fit the bearing assembly tool on the humeral tray and the surgeon had to open another implant because it did not fit well with the bearing. No further information is available at this time.